Manufacturer narrative:
Evaluation revealed the targeting arm, nail adapter, nut, apposition handle and the nail holding screw to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. The affected items were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. According to information received the targeting arm was not working during the surgery. The attending surgeon reported that the device could not be turned around the nail adapter from lateral to medial. A pre-surgical functional test was performed on the items received, which revealed them all to be fully functional. The received items could be assembled and disassembled as intended. The targeting arm could be turned around the nail adapter and locked in all available locking positions as intended. Functional examination furthermore revealed that the drill passed all available locking options without any contact to the nail. The reported event (¿targeting arm could not be turned around the nail adapter from lateral to medial¿) could not be confirmed or reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Based on the above facts the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by surgeon, that during procedure the target device t2 nail was not working without any force interaction. Due to this problem the nail had to be removed and the procedure was finished with another device / implant. Prolongation of the surgery time of 2 hours and procedure finished with another device; there were no adverse consequences reported for the patient

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by surgeon, that during procedure the target device t2 nail was not working without any force interaction. Due to this problem the nail had to be removed and the procedure was finished with another device / implant.